Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery for a femoral trochanteric fracture. During insertion of the nail, the nail tip perforated the distal anterior cortex. The surgeon replaced the nail with another nail (xs). No additional treatment was performed because the x-rays showed only perforation of the anterior cortex, no fracture was visible, and there was no mobility. The surgery was completed successfully within 30 minutes delay. The surgeon commented as follows: the cause of the event was that the patient was only 130 cm tall and had kyphosis, but the surgeon decided that he could insert the nail in question. No further information is available. This report is for one (1) 10mm/125 deg ti cann tfna 300mm/left - sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no damage or defect with the tfna fem nail ø10 le 125° l300 timo15. Per the tfn-advanced proximal femoral nailing system (tfna) surgical technique warnings: it is critical to ensure proper selection of the implant meets the needs of the patient anatomy and the presenting trauma. A dimensional inspection for the tfna fem nail ø10 le 125° l300 timo15 was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the tfna fem nail ø10 le 125° l300 timo15 however, there was no issue with the design or manufacturing of the device. A wrong length implant was selected by the surgeon while performing the surgery. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history manufacturing location: monument. Manufacturing date: 20-apr-2023. Expiration date: 01-apr-2033. Part number: 04.037.021s, 10mm/125 deg ti cann tfna 300mm/left- sterile. Lot number: 5724p27 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection certificate, 04.037.017s-18-btq136733 / 3, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 25420 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿during insertion, the nail tip perforated the cortex¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.